Manufacturer narrative:
(B)(4). Correction: it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database indicated there had been no other incidents for difficult to position, difficult to remove, or detachment of device component reported for this lot. The whisper guide wire instruction for use (IFU) states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty and percutaneous transluminal angioplasty. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2014, the whisper ms guide wire was inadvertently used during placement of a pacemaker lead through the coronary sinus. The physician had requested a non-abbott lead delivery system guide wire; however, the technician selected an abbott whisper ms coronary guide wire. The whisper ms guide wire met resistance during advancement with the pacemaker lead and was removed with slight resistance noted with the pacemaker lead. The whisper ms guide wire was replaced with the correct guide wire (non-abbott lead delivery system) and the pacemaker lead was successfully placed. The procedure was completed with no reported adverse patient effects and no reported clinically significant delay in the procedure. After the procedure during review of the angiogram films, it was noted that a fragment of a guide wire was inside the patient. All guide wires used in the case were inspected, and it was noted that the tip of the whisper ms guide wire had separated. On (B)(6) 2014, the separated tip of the guide wire was successfully retrieved from the patient's body. There was no reported adverse patient sequela. There was no additional information provided.